Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy, there were malformed staples. Same device was used with a new reload cartridge. There was no adverse consequence to the pt.